Manufacturer narrative:
Initial.

Event description:
It was reported that the user called about a low glucose event while using the ilet and was using meal announcements as correction doses, which could have interfered with proper meal announcement handling; education on the risks of announcing for meals as corrections was provided, and oral glucose was used as treatment. Symptoms included hypoglycemia and episodes of high glucose. Outcomes included an unexpected medical intervention where medication in the form of oral glucose was required. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, identified a usage problem related to improper or incorrect procedure, and implicated the user interface context insofar as it relates to meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.